Event description:
The rep reported the device was removed because the pt was not receiving adequate scs stimulation therapy. The pt had reported they experienced sporadic loss of stimulation coverage and sometimes no coverage at all. The pt also stated the device produced localized electrical shocking. The pt reported that prior to removal he was told the lead was malfunctioning. The pt indicated the physician confirmed at removal, and by using fluoroscopy, that the lead color had changed to yellow. The rep reported that at sys replacement, the plastic covering on the lead looked sheared at the start of the case. All components were retrieved. The product was returned to the MFR for analysis following 15.7 months implant duration. There was no reported pt injury and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). Preliminary device analysis results were not available at the time of this report. A f/u report will be sent when product eval has been completed.